Manufacturer narrative:
Findings: there were minor scratches on the display window that was noted during visual inspection. There was no button response due to open j2 connector on lcd board. (B)(4).

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 99 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.